Event description:
It was reported that 15 syr plastipak 3ml 25x7 veterinary experienced leakage. The following information was provided by the initial reporter: customer has purchased 3ml syringes for vet use, and several of them are with a gap in stopper, that causes a medication leakage. Customer reports it has never happened before, and she uses it for many years. How many units have been affected? R: so far, 15 syringes; was issue noticed during aspiration or during injection of medication? R: issue is noticed during aspiration; what medication was being administered? R: syringes are used for injection of vaccines and other medications; was there any impact to the user, as medical intervention? R: there was no impact to patient, nor user either; was any deformity or visual discrepancy observed in stoppers, just like crack or bends? How was the gap observed? R: no deformity or visual discrepancy was noticed in stopper, or plunger, or barrel either. The gap is noticed during aspiration and the liquid leaks past stopper. Was there any deformity in other components of the syringe, like barrel or plunger? R: no deformity or visual discrepancy was noticed in stopper, or plunger, or barrel either. The gap is noticed during aspiration and the liquid leaks past stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-16. H6: investigation summary: sample and photo received for investigation, through analysis of the samples sent by the customer, it was possible to observe the ¿leakage past stopper¿ incident. The sample showed a small deformation in the body, which indicates that the probable root cause for the incident was an entanglement caused after the product leakage test step. Deformation causes the stopper not to be correctly positioned and causes leakage. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter fax #: cpf: (B)(6); data de nascimento: (B)(6) 1964. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 syr plastipak 3ml 25x7 veterinary experienced leakage. The following information was provided by the initial reporter: customer has purchased 3ml syringes for vet use, and several of them are with a gap in stopper, that causes a medication leakage. Customer reports it has never happened before, and she uses it for many years. How many units have been affected? R: so far, 15 syringes; was issue noticed during aspiration or during injection of medication? R: issue is noticed during aspiration; what medication was being administered? R: syringes are used for injection of vaccines and other medications; was there any impact to the user, as medical intervention? R: there was no impact to patient, nor user either; was any deformity or visual discrepancy observed in stoppers, just like crack or bends? How was the gap observed? R: no deformity or visual discrepancy was noticed in stopper, or plunger, or barrel either. The gap is noticed during aspiration and the liquid leaks past stopper. Was there any deformity in other components of the syringe, like barrel or plunger? R: no deformity or visual discrepancy was noticed in stopper, or plunger, or barrel either. The gap is noticed during aspiration and the liquid leaks past stopper.